Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the chipped tip and missing glue, cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited a chipped tip and missing glue. There was no patient involvement.